Manufacturer narrative:
Based on the available information, this event is deemed to be a reportable malfunction. To date no additional information has been received. Should additional information become available, a follow-up report will be submitted. FDA registration number reporting site: 8021545. Manufacturing site: 3003442380.

Event description:
It is reported that the patient faced adhesive issues with five infusion sets on 23-mar-2026. The patient stated that infusion set fell off in an hour. The patient replaced infusion set and resumed insulin deliveries successfully.